Event description:
In 2002, the user facilities qi/rm analyst informed the MFR's rep that an incident had occurred and she would be sending a medwatch report five days later, a medwatch report was received that states the following: this pt with history of bladder cancer had a device placed in 2001. Apparently in 2002, the office nurses had trouble accessing the device. An angiopgram done in 2002 showed partial occlusion. A second angiogram was done which then showed contrast going through the device catheter. However, the nurses recently had trouble with the device again. Therefore, the pt was taken to surgery the next day for removal and replacement of their device. Pt tolerated the procedure well and was discharged the same day.